Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v385093, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
The consumer reported that when she had her baby with her 1st implantable neurostimulator, it moved and she had to have it relocated. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided. If additional information is received, a follow up report will be sent.